Event description:
The issue reported involved difficulty with pressing the pump's quick bolus/wake button, requiring multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on proper button pressing techniques and assisted in an attempt to remove the pump from its case, although the caller opted to seek further assistance from a diabetic educator instead. The case was closed by technical support.